Manufacturer narrative:
Device investigation has started but has not yet been completed. The incident sample has been received for evaluation however the investigation is not yet complete. When the investigation is completed or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the pump failed to retain the user rate setting. The resident's feeding rate changes from a morning rate of 105 ml/hr to 35 ml/hr overnight. On two occasions the pump did not retain the overnight rate and delivered the morning rate. There was no complication to the resident except he received his formula feed early.